Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. The customer¿s blood glucose was 126 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.